Event description:
Related manufacturer report number: 2017865-2024-34776. It was reported that noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the middle portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil and an inner insulation abrasion at the middle portion. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zones consistent with friction to another device or feature of patient anatomy and inner insulation abrasion.